Event description:
It was reported that a large volume infusor leaked solution into its outer bag. This occurred after filling with 5000mg of fluorouracil and 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 24, 2014 to october 25, 2014. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and noted fluid inside the bag that contained the device. The reported leak was verified through sample evaluation. The cause of the condition was determined to be from broken tubing at the junction of the distal luer. The cause was unable to be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.